Manufacturer narrative:
Technician cleaned and lubricated the hi/low assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the hi/low is drifting.